Event description:
The customer reported to olympus the bending section of the distal end had a scratch. Upon inspection and testing of the customer returned device by olympus, it was observed the adhesive part of the objective lens was peeled off. No patient involvement or injury was reported.

Manufacturer narrative:
The evaluation revealed the adhesive part of the objective lens is peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon occurred due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.